Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Five lfp high rate-ns <= 187 ms average v-cycle on (B)(6) 2012. One vf=190 ms average v-cycle on (B)(6) 2012. Ventricular short interval count v-sic=68 counts, in 0.51 day, on (B)(6) 2012. Two patient alerts for lead failure predictor on (B)(6) 2012 and (B)(6) 2012.

Event description:
It was reported that the right ventricular lead triggered an alert for t-wave oversensing (twos). The sensing was reprogrammed. Interrogation showed that twos was identified and initially detection was withheld, but subsequently, the patient received shocks. The lead remains in use. No further patient complications have been reported as a result of this event.